Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with high idle current. The problem isolated to lcd board. The insulin pump had minor scratches on lcd window.

Event description:
Customer reported that battery on the insulin pump is only lasting three days. Customer stated that the pump quickly says low battery and than turns off. Customer's current blood glucose reading is 85 mg/dl. No further information reported.